Manufacturer narrative:
The devices were discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of 2 large volume infusors ruptured during filling. The devices were filled by syringe with unspecified medications. There was no patient involvement. No additional information is available.